Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open resistor caused or contributed to the patient's passing. The patient was not treated due to the heart rate falling below the physician prescribed treatment threshold. Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Manufacture dates: monitor: 4/18/2013, belt: 3/13/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was in an ICU and hospital staff was present at the time of passing. It was reported that the hospital staff attempted to resuscitate the patient. Review of the patient's continuous ECG recordings shows that prior to passing, the patient was in a treatable arrhythmia, however, the patient's physician prescribed treatment threshold was set to 200 bpm. Per the patient's continuous ECG recordings, from 18:05:46 to 19:42:58 on (B)(6) 2019, the patient was in sinus rhythm at 60 bpm degrading to ventricular tachycardia (vt) at 200 bpm which then slowed to vt at 190 bpm slowing further to vt at 100 bpm with non-sustained ventricular tachycardia (nsvt). The rhythm then transitioned to sinus bradycardia at 30 bpm with a complete heart block (chb), pauses, and nsvt. The rhythm then transitioned to idioventricular rhythm/sinus rhythm from 40 bpm to 80 bpm with hb. The rhythm transitioned again to bradycardia at 40 bpm with premature ventricular contractions (pvc's) transitioning to an idioventricular rhythm at 90 bpm. The rhythm then degraded to asystole, and then transitioned vt from 120 bpm to 150 bpm. The rhythm then slowed to an idioventricular rhythm from 20 bpm to 30 bpm with pvc's. During this time, the ECG recordings show that the patient was in vt for approximately 8.5 minutes, however, the patient's physician prescribed treatment threshold was set to 200 bpm. The patient's rate fell below 200 bpm, preventing the lifevest from delivering a treatment. The electrode belt was disconnected at 19:42:58 on (B)(6) 2019. The patient's rhythm was sinus bradycardia at 30 bpm at the time of electrode belt disconnection. There is no indication that a device malfunction caused or contributed to the patient's passing. The lifevest acted as designed and did not deliver a treatment due to the rate falling below the patient's physician prescribed treatment threshold.